Event description:
A talent abdominal stent graft system was implant in a patient for the endovascular treatment of an abdominal aortic aneurysm approx 3 months ago. It was reported that the patient presented symptomatically or had returned for a routine f/u and the unsupported segment of the talent bifurcated stent graft was found compressed and there was slow flow. A palmaz stent was placed successfully to reinforce the area and restore blood flow. No add'l clinical sequelae were reported and the pt is fine.

Manufacturer narrative:
(B)(4). Eval, results: (graft occlusion), (calcified areas of the aorta). Conclusions: (calcified areas of the aorta).